Event description:
Account reports incidents in nicu in which device "disconnecting from usually 24 gauge catheters." Incidents occurring "over last few months." No pt injuries reported but "bleeding" has occurred and account concerned about potential.